Manufacturer narrative:
The device evaluation was completed on 29-sep-2022. It was reported that an unknown patient was to undergo a paroxysmal atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter. There was a piece of plastic in the lumen preventing flushing. It was reported that the pentaray catheter lumen was unable to be flushed. There was a piece of plastic inside the lumen that prevented flushing. The catheter was exchanged, and the issue was resolved. The procedure was continued and completed. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection and fourier transformed infrared spectroscopy (ftir) study of the returned device was performed in accordance with bwi procedures. Visual analysis revealed that the luer hub had a plastic foreign material stuck inside. Through the ftir study, it was found that the foreign material was polyethylene terephtalate (pet)-based. This material was then compared to a laboratory syringe which is used during the manufacturing process and a connector of a smartablate pump tubing device through ftir analysis; however, no similarities were found. A manufacturing investigation was performed and concluded that the material is not related with any tool used during the manufacturing process. It was determined that the event occurred outside the bwi manufacturing facilities, possibly during the usage and handling of the device; therefore, the event is not manufacturing related. The source of the foreign material found remains unknown. All units are inspected prior to leaving the facility as there are functional tests and inspections at control points, based on the process flow diagram (pfd) per its part number, to avoid this type of damage from leaving the facility. A manufacturing record evaluation was performed for the finished device 30738686l, and no internal action was found during the review. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient was to undergo a paroxysmal atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter. There was a piece of plastic in the lumen preventing flushing. It was reported that the pentaray catheter lumen was unable to be flushed. There was a piece of plastic inside the lumen that prevented flushing. The catheter was exchanged, and the issue was resolved. The procedure was continued and completed. The foreign material-on usable length of catheter was assessed as a MDR reportable product malfunction.

Manufacturer narrative:
On 12-jul-2022, the biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additional information was received on 01-aug-2022. The issue was detected prior to introducing the pentaray into the patient. The pentaray was not connected to an actual pump (drive by mechanical means). It was connected to a pressure bag and the issue was detected when flushing the pentaray system prior connecting it to the pressurized bag. No damage was noticed on the tubing when the catheter was removed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).